Event description:
It was reported that a patient underwent a laparoscopic ipom hernia repair procedure on (B)(6) 2012 and mesh was implanted. Due to a relapse, the patient underwent a reoperation on (B)(6) 2012. During the reoperation, the surgeon noted that the previous mesh had not grown in and it was detached very easily. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06063. The same patient is represented in each medwatch.